Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
The clips were not formed proximally. There were no patient consequences. Procedure: lap cholecystectomy.

Manufacturer narrative:
(B)(4). Batch # r94c6h. The analysis results of the el5ml device found that it was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the grey and white feedbar connectors were found to be separated and 13 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.